Manufacturer narrative:
Corrected data: product not returned. An event regarding damage involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed no product was returned for evaluation. Medical records received and evaluation: not performed as no medical records were provided. Device history review: indicated devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: chr indicated there have been no other similar events for the reported lot. Conclusions: the reported event could not be determined based on the limited information provided. Further information such as product return is needed to complete the investigation for determining root cause. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that the surgeon noticed an indent on the superior aspect of the poly on a triathlon ps sz3 11mm poly. It was allegedly removed and replaced the affected poly with a new one.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon noticed an indent on the superior aspect of the poly on a triathlon ps sz3 11mm poly. It was allegedly removed and replaced the affected poly with a new one.